Manufacturer narrative:
It was reported that "we have had to go through multiple laceration kits this weekend and there has been issues with the needle drivers in most of them. They do not lock, the tips are machined poorly and are cutting suture, the mechanisms are binding. It is making it very difficult to perform these procedures and we are needing to go through multiple kits at times just to get functional equipment". Another kit was opened up to be used to complete procedure. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Issues with the needle drivers.